Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons not activating the device) has been confirmed. Upon receipt, the front response button cover and dome was missing. The response button was found to be nonfunctional. The cause of the nonfunctional response buttons was physical damage to the switches. The metallic domes had been peeled off both switches. The root cause of the physical damage cannot be positively identified. No adverse event resulted from the inoperative response button. The patient was issued a replacement monitor.

Event description:
The daughter of a (B)(6) female patient contacted zoll customer support to report that the patient's response buttons were not activating the device. The patient was issued a replacement monitor.